Event description:
Complainant alleged the device displayed a "defib fault 108" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to the hv module.